Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a (B)(6) year old male patient had a right carotid endarterectomy angioplasty with cormatrix ecm for carotid repair on (B)(6) 2014. At the 1-3 month follow-up visit, stenosis was found to be at 0-50%. On (B)(6) 2014, the stenosis was found to be at 70%. On (B)(6) 2014, the patient was treated for stenosis (90%) by undergoing percutaneous transarterial angioplasty and stenting of the right internal carotid artery. The patient was discharged from the hospital in stable condition. Medical records indicate that the stenosis has been resolved and was likely caused by intimal hyperplasia.

Manufacturer narrative:
The device remains implanted. Medical records indicate that the stenosis was likely caused by intimal hyperplasia. The relationship between the device and the cause of the stenosis is unknown.